Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed although requested, patient demographics not provided.

Event description:
The customer reported they noticed leaking at the connection between a nonbd connector and tubing while connected to a patient in the sbu. The ivf was discontinued and a new tubing set was connected. There was no harm.

Manufacturer narrative:
The customer¿s report of leaking at the connection between a non-bd connector and tubing was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking at the engagement between the set and the non-bd microclave. Closer inspection of the engagement found that there was a loose connection. After tightening the connection no leaks were observed. The set's female and male luer ports were measured and found to be within iso standards with the male and female go/nogo gauges. The root cause of the customer¿s report was due to a loose hand connection between the set and the non-bd microclave connector.

Event description:
The customer reported they noticed leaking at the connection between a non bd connector and tubing while connected to a patient in the sbu. The ivf was discontinued and a new tubing set was connected. There was no harm.